Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2050) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device has no known issue. However, after evaluation at the service center, it was allegedly found that both 10 centimeter and 2.5 centimeter catheter energy output tests failed after three seconds and error code ec21 is displayed. The treatment count down timer goes back to 20 seconds and energy output goes back to 0 joules. The catheter size setting remains on what was originally selected. There was no patient contact.

Event description:
It was reported that the device has no known issue. However, after evaluation at the service center, it was allegedly found that both ten centimeter and 2.5 centimeter catheter energy output tests failed after three seconds and error code ec21 is displayed. The treatment count down timer goes back to twenty seconds and energy output goes back to 0 joules. The catheter size setting remains on what was originally selected. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be not unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the venclose generator was received for evaluation. The generator was visually inspected upon receipt and found to be in good physical condition. The unit was received is running on software rev 2.72. Both the10cm and 2.5cm treatment length catheter energy output tests fail after 3 seconds and error code ec21 is displayed. Based on the investigation, insufficient heating (error 21) is confirmed. While testing, the treatment count down timer resets back to 20 seconds and energy output goes back to 0 joules. However, the generator is designed to shut down (deliver no power) and reset back to the original 20 seconds when error 21 occurs. The treatment length setting did not change during testing. Therefore, the investigation is determined to be unconfirmed for the generator inappropriate or unexpected reset. The root cause for the reported of the ec21 is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) did not find any product labeling inadequate. The etl label was missing, however this generator was manufactured in 2018 which was before the requirement for the etl label. The digirf manuel : "the expected service life of the digirf generator is 5 years." H10: d4 (expiry date: 08/2050). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.